Manufacturer narrative:
The investigation for the reported issue has been completed. Data analysis: as can be seen in (imc ic1258.pdf), at 12:37 on 1/5/23, the clinician changed the p-level from 6 to 5. The clinician then proceeded to open the p-level drop down multiple times but kept the p-level at 5 for the remainder of the procedure. Later in the procedure, the clinician opened up other menus but only went in one direction on the gray knob. Device analysis: when the device was returned for investigation, the failure mode was unable to be reproduced. Despite attempts to generate emi or excessive heat, the gray knob was fully functional. The cause of the issue was not determined since it could not be reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
Us complainant reported that the patient with unknown race was placed onto impella 5.5 support due to cardiomyopathy. While on support, the automated impella controller (aic) experienced kbd/rotary knob issues with no resolution specified. Patient ultimately expired . There is not enough information to exclude the impella device as an associated factor in the patient's demise.